Manufacturer narrative:
Other, other text: h6 codes updated. No device, event history log or error log was returned for investigation. The most probable yet unconfirmed cause is an issue with the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had stopped. It was connected at 12:50 and should have been completed at 10:50. The patient stated it had beeps around 7:00 and it was noticed that the pump had stopped. Upon assessment, the pump screen showed stopped." Remaining volume showed 100ml and amount infused showed 95.55ml. Reservoir appeared to be empty with air bubbles noted in the tubing. No patient injury reported. No additional information available.